Event description:
The customer was unable to calibrate a new tsh lot. Daily signal reagent cleaning was not being performed on the analyzer. Cleaning the signal reagent probes resolved the issue. This scenario is consistent with a malfunction which could cause false negative ckmb, beta-hcg, and tpni results. There was no report of pt harm as a result of this occurrence.